Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating glucose levels and disconnected from the ilet due to a prior low, then remained off the system and used multiple daily injections, subsequently reporting a high glucose of 300 mg/dl while disconnected. Customer care provided support that included review of the reported event details and device-use context. Investigation of this case revealed hyperglycemia occurred while the patient was not using the ilet, and no device malfunction or component failure was identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient impact with glucose outside the target range for approximately 1.5 hours and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.